Event description:
A report was received that the patient was experiencing discomfort as the ipg was implanted in an uncomfortable location. The patient underwent a revision procedure wherein the ipg was replaced per physicians preference. The patient was doing well postoperatively.